Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump had to press harder to respond. The customer¿s blood glucose level was unknown. Customer stated that insulin shoot out from infusion set rather than slow drip during prime. Customer also stated that the insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.